Event description:
It was reported that the gas spring of the patient support table was defective. The device was in use and there was no harm to the patient or user.

Manufacturer narrative:
Ref ID: (B)(4). Digitaldiagnost c90 is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips received a complaint on digitaldiagnost c90 indicating that the gas spring of the support table was defective. The device was in use and there was no harm to the patient or user. Field service engineer (fse) performed analysis and concluded that the gas spring assembly which needs to fit into the structure of the patient support stand was broken. The gas spring assembly was broken due to two reasons; use error and wear and tear movement of the footboard. This resulted in detachment of the gas spring assembly from the stitching table. The gas spring assembly of the patient support stand was replaced and the movement of the footboard tested okay. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear and user error. The reported problem was confirmed by the customer. The data entered in this complaint record will be utilized for product quality and safety improvements.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00067 ((B)(4)): 1. Contact office: changed from "(B)(6)". 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".